Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: reverse activation - buttons switched - during the procedure, it was identified that the cut and coag buttons were reversed, the coag button was physically in the position of the cut button and vice versa. As a result, pressing the yellow button activated the coag function, and pressing the blue button activated the cut function. The surgeon also noted that the tissue effect and tone delivered on cut were not as expected. Analysis conclusion: complaint confirmed: the yellow cut button and the blue coag button was assembled into the device handle upside down (reversed position) during manufacturing. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the surgeon identified that the cut and coag buttons on the plasmablade device were reversed. As a result, pressing the yellow button activated the coag function, and pressing the blue button activated the cut function. There was no injury to the patient or unintended tissue damage reported.